Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified superficial femoral artery. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient is in good condition.